Manufacturer narrative:
The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that irinotecan/leucovorin were infusing when the patient noticed that arm was wet and upon inspection it was determined that there was a leak at a y-site. There was no report of patient harm.

Manufacturer narrative:
The customer¿s complaint of ¿leak at a y-site¿ was not confirmed. Visual inspection observed no anomalies. Functional and pressure testing found no leaks or issues with the received set. The root cause of the ¿leak at a y-site¿ was not identified.